Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. (B)(4). The original procedure was performed over ten years ago. Device is not expected to be returned for manufacturer review/investigation. Concomitant: actual therapy dates unknown, over ten years ago. (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4); manufacturing date: 28-oct-2005; expiration date: 30-sep-2014 (expired). Part #: 04.004.534s, lot#: 5095914 (sterile) ¿ 11mm ti cannulated tibial nail-ex/270mm- sterile. (B)(4). Inspection sheet for inspect dimensional and inspection sheet for final inspection meets specification. Component parts reviewed: part 21012 bp80 lot: 4982582 reviewed. Inspection certificate for titanium implant material received from (B)(4) meet specification. Raw material inspection meets specification. Received from (B)(4). Certified test report received from (B)(4) for titanium meet specification. Raw material receiving/putaway checklist meets requirement. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal and revision of an intramedullary (im) nail due to a broken nail and nonunion of the left tibia on (B)(6) 2017. The original procedure was performed over ten years ago. The patient presented with pain and a severely crooked leg on an unknown date. Removed hardware included: one broken nail, three intact screws and one end cap. The fracture site was cultured and it was noted that there was no sign of infection. The patient was revised to a 2.7mm/3.5mm variable angle (va) medial distal tibia plate and screws with bone grafting. The procedure went smoothly; nothing untoward occurred. The nail had broken at the level of the most proximal distal screw (the highest screw, farthest from the most distal tip of the nail). The nail had been implanted over ten years ago. The nail was removed relatively easily. No x-rays are available. The procedure was completed successfully with no surgical delay and the patient in stable condition. No additional information available. This report involves one device. Concomitant devices reported: 5.mm locking screw (part #458.932, lot # unknown, quantity 1), 5.0mm locking screw (part #458.938, lot # unknown, quantity 1), 5.0mm locking screw (part #458.946, lot # unknown, quantity 1), end cap (part #04.004.010, lot # unknown, quantity 1). (B)(4).